Event description:
--

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted tool marks on the device casing and header as well as body fluid contamination in the lead barrels. The device header to casing bond was intact. Initial automated testing verified basic sensing and pacing functions of the device, however the device would not be able to deliver shocks based on the current battery cell voltage. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On (B)(4) 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Event description:
Boston scientific received information that the device was emitting beep tones and had triggered elective replacement indicator (eri). Upon further investigation, the device had recorded a code 1003 which is indicative of the battery voltage being too low for the projected remaining capacity. The device was subsequently explanted and returned for analysis.

Manufacturer narrative:
(B)(4). The device was returned and is currently in laboratory analysis. Upon completion from analysis, this report will be updated.